Event description:
The customer reported that the cine function was unavailable, thereby causing a loss subtraction, road-mapping, or other critical vascular cine functions. There was no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive and reloaded software. The system operates as intended.